Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's mother reported via phone call that the insulin pump was showing low battery and the customer had high blood glucose. Customer's blood glucose was 545 mg/dl. Customer experienced nausea and abdominal pain due to high blood glucose. Customer treated her high blood glucose with the device. Customer was advised to do a complete set change. Customer will not be returning the device for analysis.